Event description:
Asr revision, asr resurfacing, reason(s) for revision: femoral neck fracture on resurfacing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.